Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker (pm) was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The device was returned, with battery voltage above elective replacement level, for analysis. Electrical, thermal, mechanical stress and longevity analysis was normal with no anomalies found.